Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was not able to interrogate. It was indicated that the programmer had an error while attempting to calibrate the stylus and that the micro processor unit (mpu) was out of specification electrically. It was also indicated that the display had stuck pixels, the display hinges were worn, and that the stylus tip was bent. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer fails to interrogate devices or upon initial interrogation cannot maintain telemetry. The programmer was returned for service. There was no patient involvement.